Manufacturer narrative:
(B)(6) 2018 - philip's field service engineer (fse) confirmed the reported issue. The fse replaced the user interface to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Event description:
The customer reported the display is black. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.